Event description:
It was reported by the representative that the one ez45b and the one er45b were used during a thoracotomy procedure. It was reported that the ez45 jammed and jaws would not open. There was possible trouble with the blue reloads. The case was finished with a competitor's device. The instrument and reload were thrown away and the packaging was returned to the sale representative. There was no pt consequence.